Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a medical procedure for the trepanation of the cranial dome, the perforator bit did not stop. It was also reported that the dura was hurt. No further information was provided.

Manufacturer narrative:
The definitive root cause could not be determined and potentially failure to follow instructions caused or contributed to this event.

Event description:
It was reported that during a medical procedure for the trepanation of the cranial dome, the perforator bit did not stop. It was also reported that the dura was hurt. No further information was provided.